Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) cycle power. The tsr had the hp check lines and bags and found that an unused line clamp was open. The tsr reviewed proper setup procedures. The tsr had hp disconnect using aseptic technique. The hp would notify the peritoneal dialysis nurse (pd rn) of missed therapy. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up call with the hp's wife, the hp's wife stated that at the time of this alarm, the home patient was doing fine and had not needed any medical intervention.